Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, recorded noise over sensing, triggering a signal artifact monitoring (sam) event and causing the respiratory rate trend (rrt) to be disabled. Additionally, high out of range shock lead impedance measurements were reported, and at the same time pacing lead impedance measurements were also high out of range. Subsequent measurements were within normal limits. Technical services was consulted and provided programming recommendations. Ts also noted that the findings were suggestive of a possible lead fracture. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, recorded noise over sensing, triggering a signal artifact monitoring (sam) event and causing the respiratory rate trend (rrt) to be disabled. Additionally, high out of range shock lead impedance measurements were reported, and at the same time pacing lead impedance measurements were also high out of range. Subsequent measurements were within normal limits. Technical services was consulted and provided programming recommendations. Ts also noted that the findings were suggestive of a possible lead fracture. No adverse patient effects were reported. This system remains in service. Additional information was received. A chest xray was performed and results were normal. The electrophysiologist discussed the option of performing an echocardiogram and the possibility of turning off therapies. The patient was awaiting the procedure and follow up based on input from the primary cardiologist. Additional information was received. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, recorded noise over sensing, triggering a signal artifact monitoring (sam) event and causing the respiratory rate trend (rrt) to be disabled. Additionally, high out of range shock lead impedance measurements were reported, and at the same time pacing lead impedance measurements were also high out of range. Subsequent measurements were within normal limits. Technical services was consulted and provided programming recommendations. Ts also noted that the findings were suggestive of a possible lead fracture. No adverse patient effects were reported. This system remains in service. Additional information was received. A chest xray was performed and results were normal. The electrophysiologist discussed the option of performing an echocardiogram and the possibility of turning off therapies. The patient was awaiting the procedure and follow up based on input from the primary cardiologist.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, recorded noise over sensing, triggering a signal artifact monitoring (sam) event and causing the respiratory rate trend (rrt) to be disabled. Additionally, high out of range shock lead impedance measurements were reported, and at the same time pacing lead impedance measurements were also high out of range. Subsequent measurements were within normal limits. Technical services was consulted and provided programming recommendations. Ts also noted that the findings were suggestive of a possible lead fracture. No adverse patient effects were reported. This system remains in service. Additional information was received. A chest xray was performed and results were normal. The electrophysiologist discussed the option of performing an echocardiogram and the possibility of turning off therapies. The patient was awaiting the procedure and follow up based on input from the primary cardiologist.